Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was conducted and found no non-conformances. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump over infused. They stated that the infusion finished approximately an hour early. They did not provide the programming of the pump. Mmdg followed up with the initial reporter, but they were unable to provide any additional information about the complaint event. (B)(4).